Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The date of hospitalization provided with the initial report was incorrect. The correct date of hospitalization has been provided with this report.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was unknown. The caller stated that the customer had quadruple bypass surgery that may have led to the customer's passing. The customer¿s blood glucose was 25 mg/dl at the time of admission. The customer had lows for months and they were unable to bring it up. The caller was unsure if the customer was wearing the insulin pump at the time of death. The customer was using sensors. The hospital was trying to get the customer on dialysis at the time they passed. The customer went through surgery and never regained consciousness. The customer went into cardiac arrest. The caller agreed to return the insulin pump for analysis if they are able to find it. Frn-unk-rsvr; unomed set.